Manufacturer narrative:
It was reported that foreign particulate was noted within the syringe. The reporting facility was unable to identify the foreign particulate, however, they did indicate that it "smeared" when the syringe plunger was moved. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue confirmed. In the absence of a physical sample, a definitive root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that foreign particulate was noted within the syringe.